Event description:
Customer reported he received a failed battery test when connecting the insulin pump back after a shower. Customer changed the battery and the device did not turn on. He changed it again and it alarmed failed battery test again. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was instructed to clean the battery cap and insert a new battery; failed battery test alarm occurred again. Blood glucose value is 98 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. No blank display noted. All operating currents are within the specification, no unexpected low battery, failed battery test or off no power alarm noted. No moisture damage inside pump noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.